Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation of the device for cardiopulmonary bypass procedure, the user observed the error code message "f033". No other details regarding the nature of the event were provided. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.